Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: gel bleed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with mentor memorygel breast implants 500cc and experienced bilateral gel bleed and rupture on the left side. As a result, the patient underwent removal and replacement with a mentor memorygel breast implant 500cc, catalog number 3505001bc, serial number (B)(4) (l) and a mentor memorygel breast implant 525cc, catalog number 3505251bc, serial number (B)(4) (r) on (B)(6) 2020 this report is for the right breast prosthesis.

Manufacturer narrative:
Device evaluation summary: during visual evaluation of the device, siltex cracking was observed on the posterior aspect. Additionally, a tear was observed within the siltex cracking, measuring approximately 0.3 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. The gel bleed could not be confirmed since the integrity of the shell was compromised due to the rupture. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).